Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise as well as high out of range pacing impedances that measured greater than 3000 ohms. A lead conductor fracture was suspected. This lead was surgically abandoned. A new ra lead was successfully placed. No additional adverse patient effects were reported.